Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: vena cava filter was placed infrarenal secondary to acute deep vein thrombosis. Approximately, six years and three months post filter deployment, imaging showed the filter was significantly tilted, the filter apex was in contact with the right lateral caval wall and there was a mid shaft detachment of a filter leg. The filter was removed the same day using a contra catheter and loop snare after several unsuccessful attempts. Six arms and five legs were intact. The remaining leg had a mid shaft detachment. Distal portion of this leg was not removed and located in the retroperitoneum at the level of the l3 vertebral body. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, detached filter limb, perforation of the ivc, and removal difficulties. Per the provided medical records, the filter was tilted. A tilted filter could have contributed to the retrieval difficulties and the detached limb. It is unknown how the filter became tilted and perforated the ivc. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall filter tilt filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma to left leg and subsequent diagnosis of deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted and detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. Reportedly, a detached filter limb remains in the retroperitoneum behind the ivc and aorta at the level of the inferior end plate of the l3 vertebral body. There was no reported attempt made to retrieve the detached limb. The status of the patient is unknown.